Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type catheter. Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the infection may be the pressure sore on the patient's buttock where the lower incision was. It was noted the infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump was explanted due to an infection on (B)(6) 2019. It was noted the patient resolved without sequelae. The device was returned for archive/storage.